Event description:
New information received notes that programming changes were made. Noise oversensing issue continued to be observed. New programming changes were suggested. The patient was stable and being monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient' exhibited high ventricular rate episodes. This was due to the oversensing of right ventricular lead noise. No action had been taken and patient would be further monitored. The patient was stable.

Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction: b5- the date the lead was capped should have been 20 dec 2024 rather than 20 dec 2025, as submitted in follow-up number 2.

Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.